Event description:
When using the davinci energy synchroseal ref: 480440. During last bite/seal of excising specimen, a small piece was found to have been removed from the jaw- part of the supply/instrument item- and fell into the abdominal cavity. It was noticed and removed immediately. At first, the team thought it was char, but after further inspection the piece appears to be a layer of plastic from the instrument jaw.